Event description:
Narrative: product problem. The following are the details: per arnp's narrative, states the current needle (32g, 4mm long), frequently bends under his skin. Denies injecting in muscle and no reports of lipotrophic skin changes. Demonstrates correct injection technique. Suspect drug #1 dosing: use pen needle as directed for insulin injection. Route: sq. Dates of use: (B)(6) 2018 - (B)(6) 2018.